Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-31103. It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedance readings for all lead contacts. Prior instances of ineffective stimulation were able to be addressed via reprogramming. However, in this instance, reprogramming was unable to provide effective therapy. In turn. The leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.